Manufacturer narrative:
The investigation of access site bleeding and introducer damage ¿ mechanical has been completed. Introducer damage - mechanical: upon visual inspection, the returned introducer hub and valve are slightly split with signs of being partially split by user. Clinical details noted that during insertion, the peel away sheath was leaking. The cause of the introducer damage - mechanical could not be definitively determined as the introducer was returned partially split by the user, therefore, leak testing was unable to be performed and limited clinical details were provided. Access site bleeding - major: clinical details noted that leaking from the introducer sheath was occurring prior to pump insertion. Returned introducer showed hub and valve slightly split with signs of being partially split by user, however, no clinical details were provided as to if this occurred prior to or after leaking. The cause of the access site bleeding could not be definitively determined as limited clinical details were provided. B1 and b2 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-30243. H1 was erroneously selected on the initial manufacturer device report number 1220648-2025-30243. H6 health effect - clinical code 1888 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30243.

Event description:
The complainant reported a patient with decompensated cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During implantation, the peel-away sheath was observed to be leaking and the sheath kinked. A new axillary kit was opened and used. The device was successfully implanted and the patient's outcome was stable.

Manufacturer narrative:
The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.